Manufacturer narrative:
Block b3: exact date unknown, event occurred last year from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500/m365sc8416700, model: sc-8416-50/sc-8416-70, serial: (B)(6); product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 25808103.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site and noted that therapy was not effective. All device components were explanted.